Event description:
A malfunction alarm, identified as code 16-0x20e6, was reported by a customer who indicated issues occurred with their pump, preventing proper access. There was no information available regarding the customer¿s blood glucose level, hence no reported impact. The customer is returning the malfunctioning pump for evaluation, and a replacement pump has been issued with serial number (B)(6).